Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, a heart block occurred requiring a temporary pacemaker. When the mapping catheter was advanced into the rvot to begin mapping the patient entered complete heart block with a junctional escape. The catheter was withdrawn from the rvot into the right atrium to see if av synchrony would return. After administering isuprel, the procedure was stopped due to hemodynamic instability. At this time, the patient was still experiencing complete heart block with a junctional escape. After removing the devices from the body a temporary pacemaker was placed. The av synchrony has since resolved and the patient was discharged.